Event description:
Pfs reported that the patient complained that around (B)(6) 2012 there was pain, achiness, limitation with activity, fluid build up, high cobalt and chromium levels. Pfs also reported that the patient was deceased. After review of medical records, it was reported that the patient presented with left hip pain, x-ray evidence of loosening and soft tissue pseudotumor. Then was revised for painful left total hip. Operative notes reported that there was abundant trochanteric bursitis with black staining. A small to moderate amount of destruction of the abductor musculation. Heterotopic ossifications were removed. A large amount of black staining with synovitis in the joint was debrided. There was minimal bony destruction. Cup was removed with minimal difficulty. Doi: (B)(6) 2005. Dor: (B)(6) 2013. (Left hip).

Manufacturer narrative:
Product complaint # : (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. E3 initial reporter occupation: lawyer. H6 clinical code: appropriate term / code not available (e2402) is used to capture blood heavy metal increased. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
On (B)(6) 2005, the patient had a left total hip arthroplasty to address left hip degenerative joint disease. Depuy components were placed during this surgery. On (B)(6) 2010, the patient had a (right) total hip arthroplasty to address degenerative joint disease. There is a discrepancy in the operative notes, one place states they placed a 0-degree metal liner, then further down it was noted that they placed a 0-degree polyethylene liner. Depuy products were placed during this procedure. (Surgery page 131 of 140) it should be noted that the surgical note states left, but after reviewing supporting documentation, it is definitely the right hip. This event is captured in (B)(4). (B)(6) 2013 MRI report notes fluid collection posterolateral left hip. (B)(6) 2013 medical records note the patient had an MRI that showed a fairly large fluid collection of the left hip. The patient also was noted to have elevated metal ion levels. (B)(6) 2013 lab: cobalt wb 31.3 h ppb, chromium, wb 12.4 h ppb. On (B)(6) 2013, the patient had a revision left total hip, to address pain. Preoperative radiographs indicated loosening and soft tissue pseudotumor. During the procedure, the surgeon observed a large amount of black staining with synovitis in the joint. The acetabular cup, liner, and femoral head were revised. Depuy pinnacle cup with apical plug, two 6.5 screws, +4 polyethylene liner, and +3 srom ceramic head was implanted during this procedure. Pathology report notes left hip explanted hardware: fibro collagenous tissue with chronic inflammation and extensive reactive change (B)(4) captures the revision (B)(4) captures any harms after the revision. On (B)(6) 2015, the patient had a left total knee arthroplasty to address left knee osteoarthritis. Competitor components were implanted, (zimmer sticker page 122 of 140) no depuy products.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pending product liability: ppf alleges pseudotumor, loosening of stem, metal wear, metallosis, elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.